Event description:
It was reported that the core impaction drill overheated during a wisdom tooth procedure resulting in an approximately 1cm burn on the outside of the pt's lip. The pt was seen one week later for a routine follow-up and there was no visible damage. A back-up device was used to complete the procedure.

Manufacturer narrative:
Upon disassembly, a worn rotor was discovered. The presence of a worn rotor can cause or contribute to the device overheating.